Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that preoperatively, after booting the system, the camera cart powered off after a few moments. The main cart remained on. A manufacturer representative (rep) powered the camera cart back on, however the camera cart only remained on for a few moments before powering off again. The rep attempted to power on the camera cart a few more times before abandoning use of the system. Troubleshooting was performed. Another rep was unable to replicate the issue at the time of the call. Both carts were powered on as expected for several minutes. They performed a battery test and both carts remained on for several minutes, hovering around 80-85% for both carts. Each also read 100% when plugged into wall power. There were not obvious signs of crimping or damage. The suspected cause was the camera cart battery overheated and caused the shutdown. There was a delay of less than 1 hour and no impact on patient outcome. Additional information was received. It was reported that the system had to be abandoned and a different system was used for the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735771, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.